Event description:
Follow-up information was received from the healthcare provider(hcp), who reported that the damaged lead was found during the ins placement and that corrective actions could not be done as the lead was already in place. The hcp reported that the lead was damaged as it was removed from the protective boot. The hcp also reported that they would be unable to correct the lead without replacing it.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va19b89, implanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare provider (hcp) reported via a rep that there was a damaged contact on the lead. The hcp damaged the contact of the right lead when removing the protective boot from the previous stage 1 implant during the stage 2 implant of the extensions and battery. There was a slight kink in the lead at the contact that was the first contact that went into the connection with the extension. There was a kink in that area, but not significant enough that it would contribute to the overall functionality of the lead. This was noticed during surgery and only one contact, the combination of 8 and 10 on the right side, showed low impedance. All other combinations were normal. The rep recommended to the surgeon that they remove the extension from the header block and reinsert to rule out the possibility of the extension not being fully inserted. The rep also recommended testing the lead individually. The hcp declined both recommendations. It was unknown if the issue resolved. There were no associated symptoms as the patient was not due to be programmed until the first week of (B)(6). The battery was off. The rep would obtain more information on or around (B)(6) 2017 when the patient was seen for initial programming of the battery. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.